Event description:
The biomed technician at the facility reported an over-infusion on an infant girl. The primary infusion was a 55 ml bag of lipids set to infuse at 5 ml per hour for a total of 11 hours and started at 21:30 hours. When the nurse returned to the pt's room at 3:30hrs, 6 hrs later, she found the pump reading that there was 27.1 ml left to be infused but the bag was empty. The nurse filled out a baycare health system medication error event form on the incident. The biomed technician stated that there was no pt injury or medical intervention necessary on this service event. No add'l info is available at this time.

Manufacturer narrative:
Eval summary: the pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available.